Manufacturer narrative:
Pr#: (B)(4).

Event description:
The customer reported that the heartstart mrx was failing the operational check for a shock button failure. There is no indication of patient involvement.